Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.5cm in diameter abdominal aortic aneurysm. The proximal neck was 28mm in diameter. The left common iliac artery was 16mm in diameter and the right common iliac artery was 20mm in diameter. The right and left external iliac arteries measured 10mm in diameter. It was reported that, the patient had complained of chest pain and a CT scan showed what appeared to be clot in left iliac limb. Angiogram and thrombectomy were performed but still had clot. An additional intervention was performed. The physician extended down from the left side with a 16/16/156 endurant limb that was implanted inside the existing stent graft. The physician stated that the patient was prone to clot formation. The angiogram showed patent blood flow through both sides. No additional clinical sequelae were reported and the patient is fine.